Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The screw and plate holding forceps (part # 347.985/ lot # t150657) was received at us cq. One of the brackets fell apart from the assembly. The screw that secures the bracket onto the forcep was bent. There was no evidence of damage to the threads of the screw. The overall complaint was confirmed for the received screw and plate holding forceps as the bracket fell apart from forcep body. Although no definitive root-cause can be determined its possible the device experienced unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part number: 347.985. Lot number: t150657. Manufacturing site: (B)(4). Release to warehouse date: 13-jun-2017. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date that during a routine incoming inspection of loaner set, the screw and plate holding forceps was found broken. There was no patient involvement. This is report 01 of 01 of (B)(4).